Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row board connector of the half-height drawer was not correctly positioned. The field service engineer detached the back panel and reconnected the row board connector for all drawers, verifying that the station successfully booted up and the user could access the medication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system the drawer and cubie encountered a failure. The customer reported that the problem caused delay in the process of providing the medication to the patient. There were no adverse events or injuries reported based on this incident.